Event description:
Additional information was received from a non-bsc sales representative, that a revision procedure was performed. This device was explanted. No adverse patient effects were reported during the procedure.

Event description:
Boston scientific received information that this device declared elective replacement time (ert) with magnet rate of 87.5. There was a noted drop in pacing rate from 70 to 60 after this and the device was re-interrogated with a magnet rate of 100. Technical services was consulted and recommended device replacement. Additionally, it was noted that the patient had recently experienced a pre-syncopal event, however, there were no diagnostics in the device. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.